Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician performed nephroureteroscopy and laser lithotripsy procedures on a patient by using flexor 180 deflecting ureteral access sheath and vueoptic 150cm fiber optic bundle devices together. The physician noticed an incompletely treated stone due to limited maneuverability and flexion of the devices. The physician tried the basket and laser combination but it did not work. The physician was unable to complete the procedure. Stent and additional stone procedures were scheduled for this patient. No section of the device remained inside the patient¿s body. The patient required an additional procedure due to this occurrence. This med watch report is for flexor 180 deflecting ureteral access sheath. Please see MDR # 1820334-2017-00889 for the second device (vueoptic 150cm fiber optic bundle) used on this patient.

Manufacturer narrative:
Investigation/evaluation: the device was not returned for an evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of complaint history, the device history record, instructions for use, and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Although the lot number was indicated to be unknown, there were two lot numbers (5310728 and 5353204) provided by the facility. A review of the device history record for complaint lot number 5310728 found there were no non-conformances noted. A review of the device history record for complaint lot number 5353204 found one non-conformance. This was for a missing label. A review of complaint history found one other complaint has been received on lot 5310728. This other complaint is from the same user facility but is for a different failure mode. This device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Based on the information provided, the actual root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.